Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-06117. It was reported the patient experienced ineffective stimulation coverage from the scs system. X-rays confirmed the patient subcutaneous lead had migrated. Additional information revealed the patient underwent surgical intervention wherein the model 3163 lead was explanted and replaced with a different model to provide the patient with right sided stimulation coverage as the patient was receiving effective stimulation on left side. Reportedly, effective stimulation was restored following the procedure and the issue is resolved.